Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient reported the patient was diagnosed with peritonitis during follow up for a patient reported fluid leak (please see MFR 2937457-2022-01091). Per the pdrn, the patient began experiencing symptoms on (B)(6) 2022 of abdominal pain and cloudy effluent. Upon follow up, the pdrn stated the patient presented to the clinic on (B)(6) 2022 and a pd culture was obtained. The pd culture generated muti organism growth including the bacteria lactococcus, klebsiella, pseudomonas, gram negative bacilli. The pd culture generated muti organism growth including the bacteria lactococcus, klebsiella, pseudomonas, gram negative bacilli. The patient was initiated on antibiotic therapy with vancomycin 2 grams and cefepime 2 grams intra-peritoneal (ip) on an outpatient basis. The pdrn additionally reported on (B)(6) 2022 the pd culture revealed growth of yeast and the patient was then referred to the hospital and admitted. The patient underwent removal of a non fresenius pd catheter on an unknown date. The nurse stated the pd catheter had extensive fibrin formation which caused complications as patient could not be treated with heparin due to an allergy and the pd catheter stopped working altogether. The nurse stated the patient is allergic to heparin and was not able to mitigate extensive fibrin formation. The nurse stated the exact cause was unknown. The patient recovered and was discharged from the hospital. The nurse stated the patient will likely transition to hemodialysis. The pdrn reported the exact cause of muti-organism peritonitis was unknown. It was stated the patient never experienced a peritonitis infection prior to the fluid leak. Therefore, the nurse stated the peritonitis may have been associated with this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between a prior fluid leak associated with pd therapy utilizing the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of multiple bacteria including lactococcus, klebsiella, pseudomonas, gram negative bacilli as well as yeast. Almost all these pathogens are normal bacteria typically found in the gastrointestinal tract of humans. Pseudomonas bacteria are normally found in the environment. It is known that a fluid leak may breach in the sterile pathway between the fresenius cassette and the patient which may allow for microorganisms to enter the peritoneum and cause infection. Therefore, due to the reported fluid leak at the end of a pd treatment prior to developing peritonitis, the fresenius cycler with cycler set cannot be excluded as a possible cause of the event.

Manufacturer narrative:
Corrected information: b.5 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient reported the patient was diagnosed with peritonitis during follow up for a patient reported fluid leak (please see MFR 2937457-2022-01091). Per the pdrn, the patient began experiencing symptoms of 2022-06-25 experiencing symptoms of abdominal pain and cloudy effluent. Upon follow up, the pdrn stated the patient presented to the clinic on (B)(6) 2022 and a pd culture was obtained. The pd culture generated multi organism growth including the bacteria lactococcus, klebsiella, pseudomonas, gram negative bacilli. The patient was initiated on antibiotic therapy with vancomycin 2 grams and cefepime 2 grams intra-peritoneal (ip) on an outpatient basis. The pdrn additionally reported 2022-07-01 the pd culture revealed growth of yeast and the patient was then referred to the hospital and admitted. The patient underwent removal of a non fresenius pd catheter on an unknown date. The nurse stated the pd catheter had extensive fibrin formation which caused complications as patient could not be treated with heparin due an allergy and the pd catheter stopped working altogether. The nurse stated the patient is allergic to heparin and was not able to mitigate extensive fibrin formation. The nurse stated the exact cause was unknown. The patient recovered and was discharged from the hospital. The nurse stated the patient will likely transition to hemodialysis. The pdrn reported the exact cause of multi-organism peritonitis was unknown. It was stated the patient never experienced a peritonitis infection prior to the fluid leak. Therefore, the nurse stated the peritonitis may have been associated with this event.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient reported the patient was diagnosed with peritonitis during follow up for a patient reported fluid leak (please see MFR 2937457-2022-01091). Per the pdrn, the patient began experiencing symptoms of 2022-06-25 experiencing symptoms of abdominal pain and cloudy effluent. Upon follow up, the pdrn stated the patient presented to the clinic on 2022-06-28 and a pd culture was obtained. The pd culture generated multi organism growth including the bacteria lactococcus, klebsiella, pseudomonas, gram negative bacilli. The patient was initiated on antibiotic therapy with vancomycin 2 grams and cefepime 2 grams intra-peritoneal (ip) on an outpatient basis. The pdrn additionally reported 2022-07-01 the pd culture revealed growth of yeast and the patient was then referred to the hospital and admitted. The patient underwent removal of a non fresenius pd catheter on an unknown date. The nurse stated the pd catheter had extensive fibrin formation which caused complications as patient could not be treated with heparin due an allergy and the pd catheter stopped working altogether. The nurse stated the patient is allergic to heparin and was not able to mitigate extensive fibrin formation. The nurse stated the exact cause was unknown. The patient recovered and was discharged from the hospital. The nurse stated the patient will likely transition to hemodialysis. The pdrn reported the exact cause of multi-organism peritonitis was unknown. It was stated the patient never experienced a peritonitis infection prior to the fluid leak. Therefore, the nurse stated the peritonitis may have been associated with this event.

Manufacturer narrative:
Corrected information: g.3.